Manufacturer narrative:
Further investigation of the customer issue included a review of the complaint text, a search for similar complaints, review of field data, review of instrument logs and a review of labeling. No adverse trend was identified for the customer's issue. Labeling was reviewed and found to be adequate. The investigation of the provided instrument logs and screen shots confirmed on (B)(6) 2017 at 21:06:23 a ca125 test was performed on sid (B)(6) and with a reported result of 115.33 u/ml. The result of 115.33 u/ml on (B)(6) 2017 was significantly lower than result of 55,163.85 u/ml. Review of the system logs confirmed the dilution factor of 1:100 was used to calculate the reported result of 115.33 u/ml. Based on all available information and abbott diagnostics' complaint investigation no product deficiency was identified.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete.

Event description:
The customer observed falsely depressed ca125 results on the architect i2000sr analyzer. The following data was provided sid (B)(6): initial 115.33, actual result was 11533 u/ml. The system software did not multiply the result up by the manually entered dilution factor. There was no impact to patient management reported.